Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to verify the reported issues. All testing was performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed 43 hours of extended tests at the customer¿s settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. Internal inspection of the ventilator did not reveal any anomalies; however carefusion replaced the turbine assembly as a pre-caution.

Event description:
It was reported to carefusion that the ventilator stopped cycling and a "circuit disconnect" message appeared while in use on a patient. The patient was placed on a back up ventilator with no harm. The customer also reported that the unit would not go through the "self-test" after reboot.